Event description:
Report received from the USA regarding a motor device in which, during a spine surgery, it was observed that the device ¿would not move the drill bits". There was no delay in surgery, as the surgery was completed successfully with an identical spare motor device. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was not duplicated or confirmed. If additional information is received, a supplemental report will be sent. (B)(4).